Event description:
The facility representative reported a colleague infusion pump with failure code 515:320. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is 6.13.90 - colleague 2006.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 515:320 was not confirmed or reproduced by baxter service personnel; however, quality engineering has reviewed the service evaluation and determined that failure code 515:320:654:0000, found in the event history, confirms the customer's reported condition. The root cause of this condition was determined to be a faulty user interface module printed circuit board. The user interface module printed circuit board was replaced to correct the condition. Should additional information be received, a follow-up medwatch will be submitted.